Event description:
The physician states that a 60 year old male presented on 4/3/92 for varceal banding. The patient had a previous sclerotherapy procedure performed. The overtube was place with the endoscope leading without difficulty. After the endoscope was removed eccessive bleeding began. The physician removed the overtube and endoscopically noted an esophageal tear at the circipharyngeal junction. A contrast swallow was performed confirming the tear. The tear was surgically repaired and the patient subsequently discharged without further complicationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.